Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and non-malignant pain. It was reported that the trial device was great, but that patient now has permanent implant turned off because the healthcare provider (hcp) "put it in wrong place." The patient mentioned that they tried reprogramming the device, which didn't work and the patient mentioned that it has been "causing more pain." The patient also mentioned that they were given a bad battery stated that they were told that the ins would last "weeks before they needed to charge it, but it wouldn't last more than a day or so and they would have to charge it." The patient needs an MRI to have the device removed, but inquired for eligibility. The patient confirmed that they had not maintained the charge in the ins. It was reviewed that they can have the healthcare provider (hcp) page for assistance to get the device into MRI mode. The patient has moved and doesn't have an healthcare provider (hcp) as they moved. No further complications were reported or anticipated.